Event description:
Healthcare professional reported implantation of seri in the abdomen on (B)(6) 2013 for reinforcement during diep flap mastectomy reconstruction. Post-implantation on (B)(6) 2013, patient presented with a "postop wound that was debrided and closed", and "developed a wound that was treated with packing and eventually healed." Later, in (B)(6) of 2014, the patient "developed abdominal pain and then a wound." Treatment included removal of the seri device and oral antibiotics. On removal on (B)(6) 2014, the seri was discovered to be "unincorporated and bunched up in ball". The device is not available for return.

Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. The events of healing delayed and infection are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.